Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that during surgery, did not turn on. When the battery pack was inspected there was some deformation of the plastic noted on the outside. When the battery pack was opened for further inspection, it was discovered that 4 of the batteries were corroded. There was no patient injury, or delay. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Only the battery back was returned for evaluation; therefore, functional testing could not be performed. Visual examination of the returned product/provided pictures found the outer pack was warped and the interior had electrolyte leaked inside the pack. There did not appear to be any damage to the wiring. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.